Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via letter by the food and drug administration that the customer called and reported that their insulin was delivering insulin in auto mode when the customer's sensor was reading low. The customer's sensor glucose was 40 mg/dl at the time of the incident. The reporting party did not mention how the customer treated the low. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer information could not be found. The insulin pump will not be returned for analysis.